Event description:
A cartridge alarm 20 was reported during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to use multiple daily injections as a backup therapy and was sent a replacement pump. The customer was also guided on how to put the current pump into storage mode and instructed to return it to tandem within 10 days.